Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the pump¿s black box history review showed multiple no delivery and no cartridge detected warnings due to zero force warnings prior to replace battery alarms on the (B)(4) 2013. During evaluation, the pump powered on with a replace battery alarm that was not able to cleared. The display, auditory and vibration alerts were fully operational. Further testing could not be performed for the reported load step malfunction due to the alarm that could not be cleared. The pump¿s cover was removed and no defect was found to the force sensor components. The force sensor resistance was within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that while confirming an alarm the pump delivered all of the insulin from the cartridge. Reportedly, when this occurred, the patient was not attempting to complete any prime steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.